Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not close completely to clamp the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The clip used was nanova vas-q-clip ref# 2231. The size was medium/large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first application. Two attempts were tried. The surgeon opened another clip applier and it worked without issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip. The root cause of the issue is attributed to mishandling/misuse. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.